Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that the device failed to pace a patient during a call and shut down. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls-manual indicating that the device failed to pace a patient during a call and was shut down manually when a red bar at the top of the screen flashed "mechanical failure". It was also clarified by the user that the tempus ls pads were placed anterior and posterior and were not connected prior to the onset of bradycardia. The patient was transported without further incident. Based on the new information received, there was no harm and the patient outcome was not impacted in any way. No patient harm related to this event.

Manufacturer narrative:
Event description updated. Type of reported complaint updated to product problem. Health impact code grid updated.